Manufacturer narrative:
This report was inadvertently filed. Reported cracked touchscreen was related to use error; pump remained functional.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen "shattered" while playing. Contact did not know how it happened. Pump was functional. Blood glucose was 220 mg/dl. Customer reverted to using manual injections for insulin delivery.